Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the patient had a port implanted via the left subclavian vein for total parenteral nutrition (tpn) administration which resulted in alleged infection. Reportedly, blood culture was performed and result was positive for an infection. Therefore, the port system was removed. In addition, cultivation test of the catheter tip was performed, however, no results have been provided. Patient is doing well post port removal.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong s/l titanium low profile port - japan only products that are cleared in the us. The pro code and 510k number for the groshong s/l titanium low profile port products is identified in d2 and g5. H10: manufacturing review: a lot history review, a device history record review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one titanium low-profile port with attached groshong catheter was returned for evaluation and four electronic photos were provided and reviewed. Multiple punctures were observed on the port septum. The edge of the complete circumferential break at the distal end of the catheter appeared cut. Wear to the catheter was noted. The port body with attached catheter segment was patent to infusion and aspiration. Infusion against hydrostatic pressure was attempted and no leaks were noted. The investigation is inconclusive for reported infection as the conditions of use could not be replicated.the photos appear to show one titanium low-profile port with attached groshong catheter via a cathlock. The photos appear to show multiple insertion marks in the septum. Blood and residue were noted throughout the device. From the photos provided, infection cannot be confirmed.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a port implanted via the left subclavian vein for total parenteral nutrition (tpn) administration which resulted in alleged infection. Reportedly, blood culture was performed and result was positive for an infection. Therefore, the port system was removed. In addition, cultivation test of the catheter tip was performed, however, no results have been provided. Patient is doing well post port removal.